Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on multiple occasions. To address the bg level, customer administered a correction bolus through the pump. Reportedly, the customer consumed water, adjusted the tubing, acknowledged the alarm, and resumed insulin to resolve the issue. No third-party assistance was required.